Manufacturer narrative:
The pump had minor scratched lcd window, cracked case at display window corner, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call indicating low blood glucose readings and a crack on the insulin pump. The customer stated that the paramedics came because her blood glucose had dropped to 30 mg/dl. The customer stated that there is a piece missing out of the battery compartment. The customer also stated that there are two cracks coming down the side of the pump. The customer will be sent a replacement pump.